Event description:
A cartridge change error was reported with the pump. There was no adverse impact to the customer's blood glucose level. The customer followed instructions from technical support, which included inspecting and cleaning various pump components, and successfully filled and loaded a new cartridge, allowing them to complete the load process and resume insulin delivery.